Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. After completed the rewind test, the unit was able to complete the load reservoir and recognized the water fill reservoir. No prime/seating anomaly, load reservoir anomaly, frozen screen, unresponsive buttons or stuck button alarm/button error alarm noted during testing. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. Device was also monitored for 4 days. No frozen screen noted. Device uploaded properly using care link. Device had missing scratched display window cover and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump's button did not respond had frozen display. Customer reported that frozen display was not recurred after installing a new battery and monitoring insulin pump for 2 hours. No harm requiring medical intervention was reported. The device will be returned for analysis.